Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing discomfort involving their subcutaneous implantable cardioverter defibrillator (s-ICD) system. An x-ray taken of the system revealed the electrode had dislodged from its original implant position. Surgical intervention was performed and the electrode was repositioned. Defibrillation threshold testing afterwards was successful and the s-ICD system remains in service. No additional adverse patient effects were reported.